Event description:
It was reported that when using the probe diagnostically to confirm a respiratory tumor, the ultrasonic probe echo image was not displayed properly due to leakage of the oil inside the probe. Additionally, damage was noted on the probe tip. The procedure was completed by replacing it with the same product. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress was applied to the tip sheath. The event can be detected by following the instructions for use which state: inspection of the device; wearing rubber gloves, lightly knob the probe insertion part with your finger to make sure there are no significant breaks, scratches, surface wrinkles, or sagging or leaking media over the entire length of the probe. Leaking media can make the gloves very slippery, so be careful how slippery the gloves are. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.